Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during fill. The hp stated their transfer set became disconnected, the hp stated his wife did not connect the transfer set tight enough. The alarm occurred while the hp was disconnected, so the hp cycled power twice to clear the alarm, then connected and started therapy. The technical service representative (tsr) informed the hp to never restart therapy with his old supplies and recommended to call baxter to troubleshoot the alarm. The tsr assisted the hp with ending therapy and recommended contacting their nurse. A follow up was done via phone call. The peritoneal dialysis registered nurse (pd rn) stated that they just talked to the patient regarding the reported problem. The pd rn stated they went over therapy with the patient and re-explained that they cannot reuse the same supplies when trying to restart therapy. The pd rn stated the patient was examined and they are okay. They stated that the patient's therapy is back to normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm due to a use error. Complaint is confirmed and the assignable cause, transfer set became disconnected because transfer set connection not tight enough, causing an alarm situation system error 2240. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).